Event description:
Prior to an emergent laparoscopic cholecystectomy, the operating room technician white balanced the rigid laparoscopic without incident. After the patient was anesthetized, the stryker light source failed. The light bulb was changed and the connections checked, but the device still did not work. A loaner light source was received from hospital 20 minutes away. The patient was anesthetized the entire time, but went through the procedure and recovery without incident. The doctor explained the delay to family members, and the stryker light source was returned to stryker for repair.